Event description:
Customer reported via phone call that infusion set had a white substance near the reservoir which was believed to cause occlusion. It was reported that as a result blood glucose was high ranging from 134 mg/dl to 372 mg/dl. Customer was able to resolve issue with an infusion set change. Customer was advised that infusion set and reservoir would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis evaluated two opened/used reservoirs. Inspected reservoirs, snap-cap, and septum for anomalies, and none were found. Ran occlusion test, and no occlusion was noted.